Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose over 400mg/dl. The events leading to his admission was pain on the upper body. It was stated that the doctor reviewed the settings and recommended having the insulin pump replaced. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Manufacturer narrative:
The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The pump had a scratched lcd window noted during visual inspection.